Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator (ins) and leads were replaced. The ins was replaced due to battery depletion. The leads were replaced because, one of the leads was fractured. Following the replacement, the patient's pain was under control and he recovered.